Event description:
It was reported that a bmc nrg transseptal needle was selected for transseptal access. Upon opening the package outside the patient prior to use a unspecified defect was identified. However, the procedure was discontinued. No patient complications reported. The device is not expected to be returned for analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.